Event description:
Getinge became aware of an event involving one of our accessories ¿ 118015a1 - pad 30 mm for 1180.16a1, f1. As it was stated, following a 12-hour surgery, a pressure ulcer was discovered on the patient. Based on the information provided, the exact stage of the pressure ulcer is currently unknown. We decided to report the issue according to the clinical expert¿s assessment, that the ulcer may represent a severity considered a serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The full unique identifier (UDI) # information is not available since the serial number has not been received.